Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the calibration of the programmer was off and the electrograms (egm) was displaying noise. A replacement was requested. The current status of the programmer is unknown. There was no patient involvement.